Event description:
During surgery, the surgeon noted a foreign body/blue piece inside the trocar cannula in the middle of the procedure. This was then removed and the contaminated debris did not enter the patient. In similar incident, analysis of cannulated instrumentation, repeatedly harboring unknown debris, showed damage/scratching in the inner surface of cannula which allowed microscopic debris after the procedure to attach on to the instrument and melted after sterilization. (B)(4).